Event description:
Patient reported insulin leaking through adapter when priming for the past week. Patient replaced cartridge and adapter several times and had the same result. Patient stated the adapter is not leaking and there is no condensation in the cartridge chamber. Patient's blood glucose was not affected: